Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display four days prior to calling. The blood glucose reading was unavailable but reported as not abnormal. The customer stated that he removed and replaced the same battery. Confirmed that there was no physical damage to the insulin pump and that the contacts on the battery cap were not missing nor damaged. The battery compartment and spring were neither damaged nor corroded. The customer did not have a fresh battery to test with the device. He used the same battery and upon replacing it, it was found that the insulin pump counted up to 6 and returned to the reset time and date prompt. Advised replacement of the battery cap. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the blood glucose had been within a normal range.